Manufacturer narrative:
The reported event of longevity anomalies and incorrect measurement was not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicates the device was operating in auto mode and in service for nearly its entire lifespan. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as auto mode pacing, usage demands and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was implanted for more than 10 years and the battery was still at normal voltage level, with appropriate remaining longevity.

Event description:
It was reported that a patient presented with varying battery voltage measurements resulting in explant of the patient's pacemaker. The device was explanted and replaced on (B)(6) 2025. No patient consequences were reported.